Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while cardioverting a patient (age & gender unknown) a spark was observed coming from the electrode pad. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please refer to medwatch number 1218058-2015-00068 for a similar report from the same customer.

Manufacturer narrative:
The event electrodes were not returned for evaluation. Instead, a zoll representative went onsite to evaluate the electrodes as the hospital will not allow the release of the product. The electrodes were stuck together inside a plastic bag, making anything other than a visual evaluation impossible. Upon inspection of the electrodes, hair was observed around the edges of the adhesive protruding out. A thorough evaluation of a retained sample of electrodes was performed and no assembly or performance issues were found. Based on our limited investigation, we were unable to determine a fault with the electrode pads. No trend is associated with reports of this type. Please refer to medwatch number 1218058-2015-00068 for a similar report from the same customer.